Event description:
Customer called to report high blood glucose and hospitalization. Customer stated when the customer changed the infusion site the customer began throwing up. Also when the pump was primimg, the flow of the drops was inconsistent. The drops were exiting the tubing but seemed to stop, and then a lot of insulin came through all at once. Customer was supposed to be discharged from the hospital but the customer's blood glucose elevated when the customer reconnected to the pump. Device was disconnected and troubleshooting was again performed. The insulin was exiting, but customer stated the amount of drops were inconsistent. It was stated that the buttons were wearing out and they were hard to press. However, the customer's pump did alarm as intended in response to bent cannulas on two separate occasions as recorded in the pump's history file.